Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to infection. The cement used was from hospital's inventory so, there was no record for the lot number. The patient underwent a poly exchange on (B)(6) 2020 (this was captured under (B)(4)). No loosening and surgical delay noted. Doi: (B)(6) 2020, dor: (B)(6) 2020 (poly exchange), dor: (B)(6) 2020, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: product/lot information is not available